Manufacturer narrative:
(B)(4). Follow up emdr with device evaluation summary. Representative samples were provided from the same lot number. These 50 samples were visually inspected. It was observed that the reported ¿sure loc¿ component was missing in the samples; therefore the reported failure has been confirmed. Two years of complaints were reviewed from july 1, 2014 to june 30, 2016 and a negative trend was observed. The device history record was reviewed for the reported lot and it was confirmed that the needle protection system (sure loc) was not included in the bill of materials. The exact root cause could not be determined at this time. A corrective and preventative action plan has been put in place to continue the investigation into the cause for the missing needle protection system in the bill of materials. The bill of materials has been updated to include the needle protection system. A visual aid has also been put into place to ensure that the manufacturing personnel have both written and visual reference material. (B)(4).

Manufacturer narrative:
(B)(4) initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. The actual affected sample was disposed of; the customer is sending a comparison sample and it is currently in transit. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
The customer reported the following: "the new product does not include a sure-lock that will secure the needle in the safety device. We almost had an injury when using it, and have pulled it from our stock." On 05/25/2015 analyst confirmed with the customer that the near miss was with a contaminated needle.